Manufacturer narrative:
(B)(4). The device was not available for evaluation. If additional or relevant information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. As a result, the root cause of the reported issue cannot be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) had received a system error (se) 2240 (air in the line alarm) on the homechoice (hc) during dwell 4 of 5, the patient was connected. The technical service representative (tsr) explained the alarm and helped the hp clear the error. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.